Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw5088961. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation: developed symptoms of bia-alcl.

Event description:
Healthcare professional reported via regulatory agency that the patient developed symptoms of bia-alcl. Initial cytology was negative, both capsules and implants were removed. Final pathology report was positive for lymphoma on the left side.